Event description:
A valiant captivia stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The proximal aorta was 30-28 mm in diameter. The distal aorta was 41 mm in diameter. There was no calcification or angulation in the patient's vessel. The diameter of the iliac artery was not small (the exact diameter is unknown). It was reported that on an unknown date prior to the procedure, an arch bypass procedure was performed. A valiant stent graft was successfully implanted. The proximal edge of the stent graft was implanted at the left subclavian artery. A (B)(4) freeflo stent graft was attempted to be implanted, however during tracking of the delivery system the left external iliac artery was perforated. The delivery system was removed and discarded and a synthetic graft was used to repair the vessel. The patient was converted to an open repair. According to the physician, the patient's vessel might be frail due to old age. It was reported that a secondary intervention was performed two weeks later. The secondary procedure was not associated with the vessel injury; it was associated with the aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (arterial trauma/dissection/perforation), patient's condition affected effectiveness of device (frail vessels). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (frail vessels).